Event description:
It was reported that the right ventricular pacing threshold jumped from 1v @ 0.06ms three years ago, to a high threshold one to two years ago, and that the pacing impedance is steadily decreasing. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated impedance - impedance/resistance decrease and impedance - high resistance/impedance. The data showed a gradual impedance decrease the right ventricular pacing lead between (B)(4)-2010 and one patient alert for rv pace lead impedance on (B)(4)-2008 03:00:03. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.